Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer woke up vomiting with hbgs. The md determined that the customer may have been ill. It was stated that the programming and histories were accurate. In addition, the reservoir was placed correctly in the pump. Troubleshooting was performed and the pump passed the leadscrew test. The customer was advised to call back when the clamp arrives. Furthermore, the customer was educated on the two hbg rule and monitor bgs closely.